Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6, and h10. On 18-oct-2021, intuitive surgical (isi) obtained the following additional information regarding this event: while the surgeon was mobilizing the spleen, bleeding was observed at the perisplenic fat tissue. The source of the bleeding was identified as a short gastric vessel. The site pressed the emergency stop button, then successfully opened the instrument jaws with an instrument release key (irk.) The surgeon released the tissue from the jaws of the instrument. The bleeding was addressed by stapling the tissue. It was confirmed that the instrument was inspected prior to surgery, and it was in use for about 60 minutes. There were no system-generated error messages. The tissue was not calcified and was not previously exposed to radiation or chemotherapy. There was no tension and there were no bundles of tissue. It was stated that there was no allegation that a da vinci procedure caused or contributed to the bleeding. There was no blood transfusion administered to the patient. The patient is reported to be recovering well after additional hospitalization with no postoperative complications. Isi has received the tip-up fenestrated grasper instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Functional testing of the device in an attempt to replicate the reported complaint is not possible due to the returned condition of the device. The review of the log does show the irk being used on the instrument. The irk port was inspected and no damage was found. Additional observations not reported by the site and are not related to the customer reported complaint were identified. The instrument was found to have a failed the engagement test during in-house testing. The instrument failed mechanical engagement when placed on the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. Root cause of this failure is attributed to a component failure. The instrument was found to a have a loose grip cable at the distal end. The root cause of loose instrument grip cables is attributed to a component failure. The instrument was found to have a broken grip cable at the proximal end (in the housing). This failure caused the loose grip cable and engagement test failures of the instrument. The root cause of broken - proximal instrument grip cables is attributed to a component failure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the tip-up fenestrated grasper instrument associated with this complaint be returned for analysis. However, the instrument has not yet been returned as of the date of this report. If additional information is obtained, a follow-up MDR will be submitted. Additional information regarding this event has been requested. However, no further details have been received as of the date of this report. A review of the site's system logs for the reported procedure date was completed. Investigation revealed that the e-stop was pressed and that the irk use was detected on the tip-up fenestrated grasper instrument. No image or video recordings were provided to isi for review. A review of the site's complaint history did not identify any other complaints related to this product. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted splenectomy surgical procedure, the instrument release key (irk) had to be used on the tip-up fenestrated grasper instrument. The patient required an unexpected tissue removal of the tail of the pancreas. Further details and the cause of the patient's intra-operative complication are unknown at this time.

Event description:
It was reported that during a da vinci-assisted splenectomy surgical procedure, the instrument release key (irk) had to be used on the tip-up fenestrated grasper instrument. The vessel was squeezed shut when the issue occurred. The procedure was completed with no reported injury. On 04-oct- 2021, intuitive surgical (isi) obtained the following additional information regarding this event: "there was an unexpected tissue removal of the tail of the pancreas with the bleeding. The blood loss was approximately 400 milliliters (ml). Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.